Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended as changing the settings resolved the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported while loading images the images were inverted. Technical services (ts) gave the site the commands to modify the settings which resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.